Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device location of device-abdomen/ between intestines/failure to occlude (close) fallopian tube(s), one of the fallopian tubes did not occlude completely") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. 624478) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: acetaminophen in 2007 and ibuprofen in 2007. Concurrent conditions included overweight, adenomyosis, urinary incontinence, mass, intermenstrual bleeding, epilepsy since (B)(6) 2006 and seizure since july 2006. Concomitant products included levonorgestrel (mirena) until (B)(6) 2014 for birth control and lamotrigine (lamictal) since (B)(6) 2006 for epilepsy and seizure. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced fatigue ("fatigue") and alopecia ("hair loss/gradual hair thinning"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain lower abdominal pain, more during intercourse"). In 2008, the patient experienced abdominal pain lower ("pain lower abdominal pain, more during intercourse"). In 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced bladder pain ("bladder problems or changes/pressure in bladder") and vaginal discharge ("lots of fluid discharge unknown if it was urine or vaginal discharge"). In 2013, 6 years 5 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced coital bleeding ("bleeding with intercourse"), abdominal pain ("abdominal pain"), weight increased ("weight gain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral) on (B)(6) 2017 and (B)(6) 2017) and surgery (hysteroscopy, dilatation and currettage,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, coital bleeding, abdominal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder pain, nausea, tooth disorder, dysmenorrhoea, dyspareunia, weight increased, fatigue, alopecia, vulvovaginal pain, abdominal pain lower and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder pain, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: only obstructed right fallopian tube in (B)(6) 2008, essure confirmation test revealed one of the fallopian tubes did not occlude completely. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs received. New events added-pain lower abdominal pain, more during intercourse and lots of fluid discharge unknown if it was urine or vaginal discharge. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device location of device-abdomen/ between intestines/failure to occlude (close) fallopian tube(s), one of the fallopian tubes did not occlude completely") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. 824478-inv,624478) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: in (B)(6) 2008, essure confirmation test revealed one of the fallopian tubes did not occlude completely. He said that one of the fallopian tubes did not occlude completely and that he could place another one in that fallopian tube to see if it occluded. But I told him that I did not want that done because it was too painful. Previously administered products included for an unreported indication: acetaminophen and ibuprofen. Concurrent conditions included overweight, adenomyosis, urinary incontinence, mass, intermenstrual bleeding, epilepsy since (B)(6) 2006 and seizure since (B)(6) 2006. Concomitant products included levonorgestrel (mirena) until (B)(6) 2014 for birth control and lamotrigine (lamictal) since (B)(6) 2006 for epilepsy and seizure. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced fatigue ("fatigue") and alopecia ("hair loss/gradual hair thinning"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain lower abdominal pain, more during intercourse"). In 2008, the patient experienced abdominal pain lower ("pain lower abdominal pain, more during intercourse"). In 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced bladder pain ("bladder problems or changes/pressure in bladder") and vaginal discharge ("lots of fluid discharge unknown if it was urine or vaginal discharge"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 years 5 months after insertion of essure. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced coital bleeding ("bleeding with intercourse"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), procedural pain ("it was too painful") and abdominal pain upper ("fluttering/ vibrating sensation in abdomen nos") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral) on (B)(6) 2017 and dilatation and currettage). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, coital bleeding, menorrhagia, female sexual dysfunction, bladder pain, nausea, tooth disorder, dysmenorrhoea, weight increased, fatigue, alopecia, abdominal pain lower and procedural pain outcome was unknown and the abdominal pain, vaginal haemorrhage, dyspareunia, vulvovaginal pain, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bladder pain, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, procedural pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: patency of the left fallopian tube with spillage of contrast into the pelvis. The right fallopian tube is obstructed; on (B)(6) 2008: results: only obstructed right fallopian tube. Lot number report 824478 is invalid. Most recent follow-up information incorporated above includes: on 27-mar-2019: update of information (batch is invalid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/migration of essure device location of device-abdomen/ between intestines/failure to occlude (close) fallopian tube(s), one of the fallopian tubes did not occlude completely/migrated coil in intestine') and genital haemorrhage ('abnormal bleeding (general)') in a 43-year-old female patient who had essure (batch no. 824478-inv,624478) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included depoprovera. Medical conditions: in (B)(6) 2008, essure confirmation test revealed one of the fallopian tubes did not occlude completely.he said that one of the fallopian tubes did not occlude completely and that he could place another one in that fallopian tube to see if it occluded. But I told him that I did not want that done because it was too painful. Previously administered products included for an unreported indication: acetaminophen and ibuprofen. Concurrent conditions included epilepsy since (B)(6) 2006, seizure since (B)(6) 2006, overweight, adenomyosis, urinary incontinence, mass and intermenstrual bleeding. Concomitant products included levonorgestrel (mirena) until (B)(6) 2014 for birth control and lamotrigine (lamictal) since (B)(6) 2006 for epilepsy and seizure. On an unknown date, the patient started depoprovera at an unspecified dose and frequency. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced fatigue ("fatigue") and alopecia ("hair loss/gradual hair thinning"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain lower abdominal pain, more during intercourse"). In 2008, the patient experienced abdominal pain lower ("pain lower abdominal pain, more during intercourse"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced bladder pain ("bladder problems or changes/pressure in bladder") and vaginal discharge ("lots of fluid discharge unknown if it was urine or vaginal discharge"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 years 5 months after insertion of essure. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced coital bleeding ("bleeding with intercourse"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), procedural pain ("it was too painful") and abdominal pain upper ("fluttering/ vibrating sensation in abdomen nos") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral) on (B)(6) 2017 and (B)(6) 2017 and dilatation and currettage). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, coital bleeding, menorrhagia, female sexual dysfunction, bladder pain, nausea, tooth disorder, dysmenorrhoea, weight increased, fatigue, alopecia, abdominal pain lower and procedural pain outcome was unknown and the abdominal pain, vaginal haemorrhage, dyspareunia, vulvovaginal pain, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bladder pain, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, procedural pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: patency of the left fallopian tube with spillage of contrast into the pelvis. The right fallopian tube is obstructed; on (B)(6) 2008: results: only obstructed right fallopian tube. Lot number report 824478 is invalid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device location of device-abdomen/ between intestines/failure to occlude (close) fallopian tube(s), one of the fallopian tubes did not occlude completely") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. 624478,824478) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: in (B)(6) 2008, essure confirmation test revealed one of the fallopian tubes did not occlude completely. He said that one of the fallopian tubes did not occlude completely and that he could place another one in that fallopian tube to see if it occluded. But I told him that I did not want that done because it was too painful. Previously administered products included for an unreported indication: acetaminophen and ibuprofen. Concurrent conditions included overweight, adenomyosis, urinary incontinence, mass, intermenstrual bleeding, epilepsy since (B)(6) 2006 and seizure since (B)(6) 2006. Concomitant products included levonorgestrel (mirena) until (B)(6) 2014 for birth control and lamotrigine (lamictal) since (B)(6) 2006 for epilepsy and seizure. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced fatigue ("fatigue") and alopecia ("hair loss/gradual hair thinning"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain lower abdominal pain, more during intercourse"). In 2008, the patient experienced abdominal pain lower ("pain lower abdominal pain, more during intercourse"). In 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced bladder pain ("bladder problems or changes/pressure in bladder") and vaginal discharge ("lots of fluid discharge unknown if it was urine or vaginal discharge"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 years 5 months after insertion of essure. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced coital bleeding ("bleeding with intercourse"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), procedural pain ("it was too painful") and abdominal pain upper ("fluttering/ vibrating sensation in abdomen nos") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral) on (B)(6) 2017 and (B)(6) 2017 and dilatation and currettage). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, coital bleeding, menorrhagia, female sexual dysfunction, bladder pain, nausea, tooth disorder, dysmenorrhoea, weight increased, fatigue, alopecia, abdominal pain lower and procedural pain outcome was unknown and the abdominal pain, vaginal haemorrhage, dyspareunia, vulvovaginal pain, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bladder pain, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, procedural pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: patency of the left fallopian tube with spillage of contrast into the pelvis. The right fallopian tube is obstructed; on (B)(6) 2008: results: only obstructed right fallopian tube. Most recent follow-up information incorporated above includes: on 20-mar-2019: medical record received- lot number, reporter, lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device location of device-abdomen/ between intestines/failure to occlude (close) fallopian tube(s), one of the fallopian tubes did not occlude completely") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure (batch no. 624478) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: acetaminophen in 2007 and ibuprofen in 2007. Concurrent conditions included overweight, adenomyosis, urinary incontinence, mass, intermenstrual bleeding, epilepsy since 2006 and seizure since 2006. Concomitant products included levonorgestrel (mirena) until (B)(6) 2014 for birth control and lamotrigine (lamictal) since 2006 for epilepsy and seizure. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2014, 6 years 5 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, coital bleeding ("bleeding with intercourse"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), weight increased ("weight gain"), fatigue ("fatigue"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysteroscopy, dilatation and curettage,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, coital bleeding, abdominal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, tooth disorder, dysmenorrhoea, dyspareunia, weight increased, fatigue, alopecia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, tooth disorder, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: most recent follow-up information incorporated above includes: on 2-apr-2018: pfs and medical records received. New reporters added. Patient demographic information and patient relevant history added. Product indication and lot number added. Events abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), bladder problems or changes, urinary problems or changes, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, failure to occlude (close) fallopian tube(s), one of the fallopian tubes did not occlude completely, weight gain, fatigue, hair loss and vaginal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device location of device-abdomen/ between intestines/failure to occlude (close) fallopian tube(s), one of the fallopian tubes did not occlude completely") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. 624478) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: acetaminophen in 2007 and ibuprofen in 2007. Concurrent conditions included overweight, adenomyosis, urinary incontinence, mass, intermenstrual bleeding, epilepsy since (B)(6) 2006 and seizure since (B)(6) 2006. Concomitant products included levonorgestrel (mirena) until (B)(6) 2014 for birth control and lamotrigine (lamictal) since (B)(6) 2006 for epilepsy and seizure. On (B)(6) 2007, the patient had essure inserted. In december 2007, the patient experienced fatigue ("fatigue") and alopecia ("hair loss/gradual hair thinning"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain lower abdominal pain, more during intercourse"). In 2008, the patient experienced abdominal pain lower ("pain lower abdominal pain, more during intercourse"). In 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced bladder pain ("bladder problems or changes/pressure in bladder") and vaginal discharge ("lots of fluid discharge unknown if it was urine or vaginal discharge"). In 2013, 6 years 5 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In april 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced coital bleeding ("bleeding with intercourse"), abdominal pain ("abdominal pain"), weight increased ("weight gain"), vulvovaginal pain ("vaginal pain"), procedural pain ("it was too painful") and abdominal pain upper ("fluttering/ vibrating sensation in abdomen"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral) on (B)(6) 2017 and (B)(6) 2017) and surgery ( dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, coital bleeding, menorrhagia, female sexual dysfunction, bladder pain, nausea, tooth disorder, dysmenorrhoea, weight increased, fatigue, alopecia, abdominal pain lower and procedural pain outcome was unknown and the abdominal pain, vaginal haemorrhage, dyspareunia, vulvovaginal pain, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bladder pain, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, procedural pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: only obstructed right fallopian tube in (B)(6) 2008, essure confirmation test revealed one of the fallopian tubes did not occlude completely. He said that one of the fallopian tubes did not occlude completely and that he could place another one in that fallopian tube to see if it occluded. But I told him that I did not want that done because it was too painful most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events abdominal pain upper & procedural pain were added. Event outcome updated. Historical & concomitant conditions added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/migration of essure device location of device-abdomen/ between intestines/failure to occlude (close) fallopian tube(s), one of the fallopian tubes did not occlude completely/migrated coil in intestine/2nd coil in abdomen/migrated'), perforation ('perforation') and genital haemorrhage ('abnormal bleeding (general)') in a 43-year-old female patient who had essure (batch no. 824478-not valid,624478) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included depoprovera. Medical conditions: in (B)(6) 2008, essure confirmation test revealed one of the fallopian tubes did not occlude completely.he said that one of the fallopian tubes did not occlude completely and that he could place another one in that fallopian tube to see if it occluded. But I told him that I did not want that done because it was too painful. Previously administered products included for an unreported indication: acetaminophen and ibuprofen. Concurrent conditions included epilepsy since (B)(6) 2006, seizure since (B)(6) 2006, overweight, adenomyosis, urinary incontinence, mass and intermenstrual bleeding. Concomitant products included levonorgestrel (mirena) until (B)(6) 2014 for birth control and lamotrigine (lamictal) since (B)(6) 2006 for epilepsy and seizure. On an unknown date, the patient started depoprovera at an unspecified dose and frequency. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). In (B)(6) 2007, the patient experienced fatigue ("fatigue") and alopecia ("hair loss/gradual hair thinning/hair loss/amount of hair I loose everyday"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain lower abdominal pain, more during intercourse"). In 2008, the patient experienced abdominal pain lower ("pain lower abdominal pain, more during intercourse"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced bladder pain ("bladder problems or changes/pressure in bladder") and vaginal discharge ("lots of fluid discharge unknown if it was urine or vaginal discharge"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 years 5 months after insertion of essure. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding with intercourse"), abdominal pain ("abdominal pain/abdominal pain"), vulvovaginal pain ("vaginal pain"), procedural pain ("it was too painful"), abdominal pain upper ("fluttering/ vibrating sensation in abdomen nos"), abdominal distension ("I still get bloated"), uterine enlargement ("enlarged uterus") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral) on (B)(6) 2017 and (B)(6) 2017 and dilatation and currettage). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, genital haemorrhage, coital bleeding, menorrhagia, female sexual dysfunction, bladder pain, nausea, tooth disorder, dysmenorrhoea, weight increased, fatigue, alopecia, abdominal pain lower, procedural pain, abdominal distension, uterine enlargement and vitamin d deficiency outcome was unknown and the abdominal pain, vaginal haemorrhage, dyspareunia, vulvovaginal pain, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bladder pain, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, perforation, procedural pain, tooth disorder, uterine enlargement, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 155 lbs. Since she got essure removed , she never felt that again (unspecified). On (B)(6) 2017, patient underwent hysterectomy and coil removed, on (B)(6) 2017, last coil was removed. (B)(6) 2014: bilateral salpingectomy (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: patency of the left fallopian tube with spillage of contrast into the pelvis. The right fallopian tube is obstructed; on (B)(6) 2008: results: only obstructed right fallopian tube. Lot number report 824478 is not valid. Concerning the injuries reported in this case, the following one/ones were reported via social media: bloating and uterine enlargemnet. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received- new event perforation was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/migration of essure device location of device-abdomen/ between intestines/failure to occlude (close) fallopian tube(s), one of the fallopian tubes did not occlude completely/migrated coil in intestine/2nd coil in abdomen/migrated'), perforation ('perforation') and genital haemorrhage ('abnormal bleeding (general)') in a 43-year-old female patient who had essure (batch no. 824478-inv,624478-valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included depoprovera. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: in (B)(6) 2008, essure confirmation test revealed one of the fallopian tubes did not occlude completely.he said that one of the fallopian tubes did not occlude completely and that he could place another one in that fallopian tube to see if it occluded. But I told him that I did not want that done because it was too painful. Previously administered products included for an unreported indication: acetaminophen and ibuprofen. Concurrent conditions included epilepsy since (B)(6) 2006, seizure since (B)(6) 2006, overweight, adenomyosis, urinary incontinence, mass and intermenstrual bleeding. Concomitant products included levonorgestrel (mirena) until (B)(6) 2014 for birth control and lamotrigine (lamictal) since (B)(6) 2006 for epilepsy and seizure. On an unknown date, the patient started depoprovera at an unspecified dose and frequency. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). In (B)(6) 2007, the patient experienced fatigue ("fatigue") and alopecia ("hair loss/gradual hair thinning/hair loss/amount of hair I loose everyday"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain lower abdominal pain, more during intercourse"). In 2008, the patient experienced abdominal pain lower ("pain lower abdominal pain, more during intercourse"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced bladder pain ("bladder problems or changes/pressure in bladder") and vaginal discharge ("lots of fluid discharge unknown if it was urine or vaginal discharge"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 years 5 months after insertion of essure. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding with intercourse"), abdominal pain ("abdominal pain/abdominal pain"), vulvovaginal pain ("vaginal pain"), procedural pain ("it was too painful"), abdominal pain upper ("fluttering/ vibrating sensation in abdomen nos"), abdominal distension ("I still get bloated"), uterine enlargement ("enlarged uterus") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral) on (B)(6) 2017 and dilatation and currettage). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, genital haemorrhage, coital bleeding, menorrhagia, female sexual dysfunction, bladder pain, nausea, tooth disorder, dysmenorrhoea, weight increased, fatigue, alopecia, abdominal pain lower, procedural pain, abdominal distension, uterine enlargement and vitamin d deficiency outcome was unknown and the abdominal pain, vaginal haemorrhage, dyspareunia, vulvovaginal pain, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bladder pain, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, perforation, procedural pain, tooth disorder, uterine enlargement, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 155 lbs. Since she got essure removed , she never felt that again (unspecified). On (B)(6) 2017, patient underwent hysterectomy and coil removed, on (B)(6) 2017, last coil was removed. (B)(6) 2014: bilateral salpingectomy (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: patency of the left fallopian tube with spillage of contrast into the pelvis. The right fallopian tube is obstructed; on (B)(6) 2008: results: only obstructed right fallopian tube. Lot number report 824478 is not valid. Concerning the injuries reported in this case, the following one/ones were reported via social media: bloating and uterine enlargemnet. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/migration of essure device location of device-abdomen/ between intestines/failure to occlude (close) fallopian tube(s), one of the fallopian tubes did not occlude completely/migrated coil in intestine/2nd coil in abdomen/migrated') and genital haemorrhage ('abnormal bleeding (general)') in a 43-year-old female patient who had essure (batch no. 824478-not valid,624478) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included depoprovera. Medical conditions: in (B)(6) 2008, essure confirmation test revealed one of the fallopian tubes did not occlude completely. He said that one of the fallopian tubes did not occlude completely and that he could place another one in that fallopian tube to see if it occluded. But I told him that I did not want that done because it was too painful. Previously administered products included for an unreported indication: acetaminophen and ibuprofen. Concurrent conditions included epilepsy since (B)(6) 2006, seizure since (B)(6) 2006, overweight, adenomyosis, urinary incontinence, mass and intermenstrual bleeding. Concomitant products included levonorgestrel (mirena) until (B)(6) 2014 for birth control and lamotrigine (lamictal) since (B)(6) 2006 for epilepsy and seizure. On an unknown date, the patient started depoprovera at an unspecified dose and frequency. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). In (B)(6) 2007, the patient experienced fatigue ("fatigue") and alopecia ("hair loss/gradual hair thinning/hair loss/amount of hair I loose everyday"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain lower abdominal pain, more during intercourse"). In 2008, the patient experienced abdominal pain lower ("pain lower abdominal pain, more during intercourse"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced bladder pain ("bladder problems or changes/pressure in bladder") and vaginal discharge ("lots of fluid discharge unknown if it was urine or vaginal discharge"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 years 5 months after insertion of essure. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced coital bleeding ("bleeding with intercourse"), abdominal pain ("abdominal pain/abdominal pain"), vulvovaginal pain ("vaginal pain"), procedural pain ("it was too painful"), abdominal pain upper ("fluttering/ vibrating sensation in abdomen nos"), abdominal distension ("I still get bloated") and uterine enlargement ("enlarged uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral) on (B)(6) 2017 and dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, coital bleeding, menorrhagia, female sexual dysfunction, bladder pain, nausea, tooth disorder, dysmenorrhoea, weight increased, fatigue, alopecia, abdominal pain lower, procedural pain, abdominal distension and uterine enlargement outcome was unknown and the abdominal pain, vaginal haemorrhage, dyspareunia, vulvovaginal pain, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bladder pain, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, procedural pain, tooth disorder, uterine enlargement, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 155 lbs. Since she got essure removed, she never felt that again (unspecified). On (B)(6) 2017, patient underwent hysterectomy and coil removed, on (B)(6) 2017, last coil was removed. (B)(6) 2014: bilateral salpingectomy (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: patency of the left fallopian tube with spillage of contrast into the pelvis. The right fallopian tube is obstructed; on (B)(6) 2008: results: only obstructed right fallopian tube. Lot number report 824478 is not valid. Concerning the injuries reported in this case, the following one/ones were reported via social media: bloating and uterine enlargement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received. Bloating and enlarged uterus were added on 2-oct-2019: no new clinical information received. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/migration of essure device location of device-abdomen/ between intestines/failure to occlude (close) fallopian tube(s), one of the fallopian tubes did not occlude completely/migrated coil in intestine/2nd coil in abdomen/migrated'), perforation ('perforation') and genital haemorrhage ('abnormal bleeding (general)') in a 43-year-old female patient who had essure (batch no. 824478-inv,624478-valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: in (B)(6) 2008, essure confirmation test revealed one of the fallopian tubes did not occlude completely. He said that one of the fallopian tubes did not occlude completely and that he could place another one in that fallopian tube to see if it occluded. But I told him that I did not want that done because it was too painful. Previously administered products included for an unreported indication: acetaminophen and ibuprofen. Concurrent conditions included epilepsy since (B)(6) 2006, seizure since (B)(6) 2006, overweight, adenomyosis, urinary incontinence, mass and intermenstrual bleeding. Concomitant products included levonorgestrel (mirena) until (B)(6) 2014 for birth control, lamotrigine (lamictal) since (B)(6) 2006 for epilepsy and seizure as well as depoprovera. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). In (B)(6) 2007, the patient experienced fatigue ("fatigue") and alopecia ("hair loss/gradual hair thinning/hair loss/amount of hair I loose everyday"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain lower abdominal pain, more during intercourse"). In 2008, the patient experienced abdominal pain lower ("pain lower abdominal pain, more during intercourse"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced bladder pain ("bladder problems or changes/pressure in bladder") and vaginal discharge ("lots of fluid discharge unknown if it was urine or vaginal discharge"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), 6 years 5 months after insertion of essure. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced tooth fracture ("been eating and all of a sudden tooth just broke off/ dental problems"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding with intercourse"), abdominal pain ("abdominal pain/abdominal pain"), vulvovaginal pain ("vaginal pain"), procedural pain ("it was too painful"), abdominal pain upper ("fluttering/ vibrating sensation in abdomen nos"), abdominal distension ("I still get bloated"), uterine enlargement ("enlarged uterus") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral) on (B)(6) 2017 and (B)(6) 2017 and dilatation and currettage). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, genital haemorrhage, coital bleeding, heavy menstrual bleeding, female sexual dysfunction, bladder pain, nausea, tooth fracture, dysmenorrhoea, weight increased, fatigue, alopecia, abdominal pain lower, procedural pain, abdominal distension, uterine enlargement and vitamin d deficiency outcome was unknown and the abdominal pain, vaginal haemorrhage, dyspareunia, vulvovaginal pain, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bladder pain, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, nausea, perforation, procedural pain, tooth fracture, uterine enlargement, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 155 lbs. Since she got essure removed , she never felt that again (unspecified). On (B)(6) 2017, patient underwent hysterectomy and coil removed, on (B)(6) 2017, last coil was removed. (B)(6) 2014: bilateral salpingectomy (discrepancy noted). Discrepancy noted in date(s) of insertion: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: patency of the left fallopian tube with spillage of contrast into the pelvis. The right fallopian tube is obstructed; on (B)(6) 2008: results: only obstructed right fallopian tube. Lot number report 824478 is not valid. Concerning the injuries reported in this case, the following one/ones were reported via social media: bloating and uterine enlargement, tooth fracture. Lot number: 624478. Manufacture date: 2007-05. Expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media received. Event tooth disorder was updated to tooth fracture. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/migration of essure device location of device-abdomen/ between intestines/failure to occlude (close) fallopian tube(s), one of the fallopian tubes did not occlude completely/migrated coil in intestine/2nd coil in abdomen/migrated'), perforation ('perforation') and genital haemorrhage ('abnormal bleeding (general)') in a 43-year-old female patient who had essure (batch no. 824478-inv,624478-valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: in (B)(6) 2008, essure confirmation test revealed one of the fallopian tubes did not occlude completely.he said that one of the fallopian tubes did not occlude completely and that he could place another one in that fallopian tube to see if it occluded. But I told him that I did not want that done because it was too painful. Previously administered products included for an unreported indication: acetaminophen and ibuprofen. Concurrent conditions included epilepsy since (B)(6) 2006, seizure since (B)(6) 2006, overweight, adenomyosis, urinary incontinence, mass and intermenstrual bleeding. Concomitant products included levonorgestrel (mirena) until (B)(6) 2014 for birth control, lamotrigine (lamictal) since (B)(6) 2006 for epilepsy and seizure as well as depoprovera. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). In (B)(6) 2007, the patient experienced fatigue ("fatigue") and alopecia ("hair loss/gradual hair thinning/hair loss/amount of hair I loose everyday"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain lower abdominal pain, more during intercourse"). In 2008, the patient experienced abdominal pain lower ("pain lower abdominal pain, more during intercourse"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced bladder pain ("bladder problems or changes/pressure in bladder") and vaginal discharge ("lots of fluid discharge unknown if it was urine or vaginal discharge"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), 6 years 5 months after insertion of essure. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced tooth fracture ("been eating and all of a sudden tooth just broke off/ dental problems"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding with intercourse"), abdominal pain ("abdominal pain/abdominal pain"), vulvovaginal pain ("vaginal pain"), procedural pain ("it was too painful"), abdominal pain upper ("fluttering/ vibrating sensation in abdomen nos"), abdominal distension ("I still get bloated"), uterine enlargement ("enlarged uterus") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral) on (B)(6) 2017 and (B)(6) 2017 and dilatation and currettage). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, genital haemorrhage, coital bleeding, heavy menstrual bleeding, female sexual dysfunction, bladder pain, nausea, tooth fracture, dysmenorrhoea, weight increased, fatigue, alopecia, abdominal pain lower, procedural pain, abdominal distension, uterine enlargement and vitamin d deficiency outcome was unknown and the abdominal pain, vaginal haemorrhage, dyspareunia, vulvovaginal pain, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bladder pain, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, nausea, perforation, procedural pain, tooth fracture, uterine enlargement, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 155 lbs. Since she got essure removed , she never felt that again (unspecified). On (B)(6) 2017, patient underwent hysterectomy and coil removed, on (B)(6) 2017, last coil was removed. (B)(6) 2014: bilateral salpingectomy (discrepancy noted) discrepancy noted in date(s) of insertion: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: patency of the left fallopian tube with spillage of contrast into the pelvis. The right fallopian tube is obstructed; on (B)(6) 2008: results: only obstructed right fallopian tube. Lot number report 824478 is not valid. Lot number: 624478, manufacture date: 2007-05, and expiration date: 2009-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/migration of essure device location of device-abdomen/ between intestines/failure to occlude (close) fallopian tube(s), one of the fallopian tubes did not occlude completely/migrated coil in intestine/2nd coil in abdomen/migrated') and genital haemorrhage ('abnormal bleeding (general)') in a 43-year-old female patient who had essure (batch no. 824478-not valid,624478) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included depoprovera. Medical conditions: in (B)(6) 2008, essure confirmation test revealed one of the fallopian tubes did not occlude completely.he said that one of the fallopian tubes did not occlude completely and that he could place another one in that fallopian tube to see if it occluded. But I told him that I did not want that done because it was too painful. Previously administered products included for an unreported indication: acetaminophen and ibuprofen. Concurrent conditions included epilepsy since (B)(6) 2006, seizure since (B)(6) 2006, overweight, adenomyosis, urinary incontinence, mass and intermenstrual bleeding. Concomitant products included levonorgestrel (mirena) until (B)(6) 2014 for birth control and lamotrigine (lamictal) since (B)(6) 2006 for epilepsy and seizure. On an unknown date, the patient started depoprovera at an unspecified dose and frequency. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). In (B)(6) 2007, the patient experienced fatigue ("fatigue") and alopecia ("hair loss/gradual hair thinning/hair loss/amount of hair I loose everyday"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain lower abdominal pain, more during intercourse"). In 2008, the patient experienced abdominal pain lower ("pain lower abdominal pain, more during intercourse"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced bladder pain ("bladder problems or changes/pressure in bladder") and vaginal discharge ("lots of fluid discharge unknown if it was urine or vaginal discharge"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 years 5 months after insertion of essure. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced coital bleeding ("bleeding with intercourse"), abdominal pain ("abdominal pain/abdominal pain"), vulvovaginal pain ("vaginal pain"), procedural pain ("it was too painful"), abdominal pain upper ("fluttering/ vibrating sensation in abdomen nos"), abdominal distension ("I still get bloated"), uterine enlargement ("enlarged uterus") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral) on (B)(6) 2017 and (B)(6) 2017 and dilatation and currettage). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, coital bleeding, menorrhagia, female sexual dysfunction, bladder pain, nausea, tooth disorder, dysmenorrhoea, weight increased, fatigue, alopecia, abdominal pain lower, procedural pain, abdominal distension, uterine enlargement and vitamin d deficiency outcome was unknown and the abdominal pain, vaginal haemorrhage, dyspareunia, vulvovaginal pain, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bladder pain, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, procedural pain, tooth disorder, uterine enlargement, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 155 lbs. Since she got essure removed , she never felt that again (unspecified). On (B)(6) 2017, patient underwent hysterectomy and coil removed, on (B)(6) 2017, last coil was removed. (B)(6) 2014: bilateral salpingectomy (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: patency of the left fallopian tube with spillage of contrast into the pelvis. The right fallopian tube is obstructed; on (B)(6) 2008: results: only obstructed right fallopian tube. Lot number report 824478 is not valid. Concerning the injuries reported in this case, the following one/ones were reported via social media: bloating and uterine enlargemnet. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event "vitamin d deficiency" were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/migration of essure device location of device-abdomen/ between intestines/failure to occlude (close) fallopian tube(s), one of the fallopian tubes did not occlude completely/migrated coil in intestine/2nd coil in abdomen/migrated'), perforation ('perforation') and genital haemorrhage ('abnormal bleeding (general)') in a 43-year-old female patient who had essure (batch no. 824478-inv,624478-valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: in (B)(6)2008, essure confirmation test revealed one of the fallopian tubes did not occlude completely. He said that one of the fallopian tubes did not occlude completely and that he could place another one in that fallopian tube to see if it occluded. But I told him that I did not want that done because it was too painful. Previously administered products included for an unreported indication: acetaminophen and ibuprofen. Concurrent conditions included epilepsy since (B)(6)2006, seizure since (B)(6)2006, overweight, adenomyosis, urinary incontinence, mass and intermenstrual bleeding. Concomitant products included levonorgestrel (mirena) until (B)(6)2014 for birth control, lamotrigine (lamictal) since (B)(6)2006 for epilepsy and seizure as well as medroxyprogesterone acetate (depoprovera). On (B)(6) 2007, the patient had essure inserted. In (B)(6)2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). In (B)(6)2007, the patient experienced fatigue ("fatigue") and alopecia ("hair loss/gradual hair thinning/hair loss/amount of hair I loose everyday"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain lower abdominal pain, more during intercourse"). In 2008, the patient experienced abdominal pain lower ("pain lower abdominal pain, more during intercourse"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In 2012, the patient experienced bladder pain ("bladder problems or changes/pressure in bladder") and vaginal discharge ("lots of fluid discharge unknown if it was urine or vaginal discharge"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 6 years 5 months after insertion of essure. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding with intercourse"), abdominal pain ("abdominal pain/abdominal pain"), vulvovaginal pain ("vaginal pain"), procedural pain ("it was too painful"), abdominal pain upper ("fluttering/ vibrating sensation in abdomen nos"), abdominal distension ("I still get bloated"), uterine enlargement ("enlarged uterus") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral) on (B)(6) 2017 and dilatation and currettage). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, genital haemorrhage, coital bleeding, menorrhagia, female sexual dysfunction, bladder pain, nausea, tooth disorder, dysmenorrhoea, weight increased, fatigue, alopecia, abdominal pain lower, procedural pain, abdominal distension, uterine enlargement and vitamin d deficiency outcome was unknown and the abdominal pain, vaginal haemorrhage, dyspareunia, vulvovaginal pain, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bladder pain, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, perforation, procedural pain, tooth disorder, uterine enlargement, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 155 lbs. Since she got essure removed , she never felt that again (unspecified). On (B)(6) 2017, patient underwent hysterectomy and coil removed, on (B)(6) 2017, last coil was removed. (B)(6) 2014: bilateral salpingectomy (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: patency of the left fallopian tube with spillage of contrast into the pelvis. The right fallopian tube is obstructed; on (B)(6) 2008: results: only obstructed right fallopian tube. Lot number report 824478 is not valid. Concerning the injuries reported in this case, the following one/ones were reported via social media: bloating and uterine enlargement lot number: 624478 manufacture date: 2007-05 expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding with intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, coital bleeding and abdominal pain outcome was unknown. The reporter considered abdominal pain, coital bleeding and device dislocation to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.